Event description:
The customer stated there was a clenz leak coming from the left side of the diluter after performing a startup. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. The material safety data sheet (msds) was not reviewed. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event. The field service engineer (fse) did not witness the instrument leaking even after performing several shutdown and startups. Fse also ran samples successfully without experiencing errors or leaking. Unable to identify any component requiring repair or adjustment, fse left and followed up with the customer later in the afternoon. There have been no additional service calls or reports of leaking for this instrument to date. Root cause for the leak is unknown per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).